Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead position shift. Furthermore, after the implantation, the stimulation occurred at the same intervals and symptoms were alleviated. The physician told patient that turning off the stimulation at night would improve battery life, so patient turned it off at night. The following day, it was turned back on however, they could no longer feel the stimulation. So the intensity was increased, but they only felt a dull sensation. Unknown if x-rays done but additional information will be confirmed. No cause known. Unknown troubleshooting done.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# unknown implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that x-rays were taken to confirm some misalignment, and the stimulation settings will be reviewed at the next visit. The next visit is unknown.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the next outpatient visit schedule is not fixed yet, however, the stimulation will be adjusted.

Event description:
Additional information was received. It was reported that the steps taken to resolve the issue included an x-ray being taken and some misalignment was confirmed; the stimulation settings will be revised at the next hospital visit (date and time unknown).

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.